Manufacturer narrative:
The quatrro catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
Prior to computed tomography (CT) scan on a burnt patient, the customer used a power injector on the quattro catheter (lot #unknown) for contrast dye and caused the balloon to rapture. The quattro catheter was removed without harm to the patient. No consequences or impact to the patient.